Event description:
As reported, this 58 year old, female patient had a right tha on (B)(6) 2016. The patient presented to the office of the surgeon with pain. The surgeon revised the gxl liner and femoral head. There was little to no osteolysis, however, there was wear in the liner. The patient was revised to a xle liner 10° face changing group 2/36 mm with a biolox option adapter -3.5 mm and 36 mm femoral head. There is no reported breakage of devices or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending evaluation. 170-36-00 biolox delta femoral head 36mm od, +0mm 4639216.

Manufacturer narrative:
Based on the available information, the patient involved in (B)(4) meets the following risk criteria for early prosthesis wear/osteolysis as specified in the hhe: significant edge loading of the femoral head on the acetabular liner due to significant anteversion in the implant positioning and combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the revision reported due to early prosthesis wear in (B)(4) is a combination of the risk factors specified in hhe2020-09-11-02. The prosthesis wear was able to be confirmed from the provided radiograph/explanted devices. H7: z-1732-2022.

Manufacturer narrative:
Additional information: b5.

Event description:
Additional information provided via legal department: (B)(6) 2022- revision of the right total hip. Preoperative diagnosis: failed, right total hip, polyethylene wear, with a recalled poly. Operative findings: there was found to be a clean wound with no available joint fluid. There was found to be well-fixed acetabular and femoral components. There was a mild amount of visible polyethylene wear within the superior dome of the acetabular liner. Clinical history: the patient has gone on to develop a symptomatic polyethylene wear of her right total hip a screening x-ray after the notice given for the gxl poly recall was taken. The screening x-ray showed interval polyethylene wear of the right total hip. The acetabular component itself was found to be well-fixed to bone as well as a well-fixed femoral component. A dressing was placed. The patient was awakened and transferred to recovery in stable condition. There were no complications.

Manufacturer narrative:
Based on the available information, the patient involved in incident meets the following risk criteria for early prosthesis wear/osteolysis: significant edge loading of the femoral head on the acetabular liner due to significant anteversion in the implant positioning and combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the revision reported due to early prosthesis wear is a combination of the risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). The prosthesis wear was able to be confirmed from the provided radiograph/explanted devices.